Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed. A field service engineer inspected drawer, but the issue with the connections could not be immediately determined. By using hardware test application fse found the failing point was at spot a2. The tray was replaced using a noninventory part and found that the failure was due to a muscle wire issue in the failed tray. Customer able to recover pocket and access normally without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, cubie was encountered a failure. The customer reported that the user was able to remove the medication from another station resulting in a delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.